Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unresponsive keypad , failed battery test, insulin flow blocked alarm, battery lasts less than expected, sensor updating, loss of communication between insulin pump and mobile application. The customer reported no adverse event. The event involved product(s) mmt-243a, mmt-1884l, mmt-332a, mmt-7040a, mmt-6102. Troubleshooting was not performed. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. Product return status for mmt-243a is unknown. Product return status for mmt-1884l is unknown. Product return status for mmt-332a is unknown. No product return is required for mmt-7040a. No product return is required for mmt-6102.

Manufacturer narrative:
Unit passed self-test, active current measurement, sleep current measurement test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Dat inches of 0.0872. All buttons function properly. No failed battery test noted during testing. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully download using thump for history files and trace files. Unit successfully communicated to test mobile phones, iphone, and android. No lost connection to test mobile phones noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 03/16/2025 10:00:00.000. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 18-mar-2025 or two days prior. Pump was cut open to perform visual inspection and found no evidence of moisture damage or physical damage on pcba 1, pcba 2, force sensor or motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, battery tube threads - cracked, cracked case (battery tube) and cracked keypad overlay. No failed battery or low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. No delivery/occlusion alarm, unexpected insulin flow blocked alarm were not confirmed. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.